Manufacturer narrative:
The cause of the incident is unknown at the time of this report. The investigation and root cause analysis have not been finished yet. The DHR of the affected lot 581313 and related sub-assemblies was verified without any non-conformity found. The devices passed all 100% in process and aql based quality inspections. Cmi personnel were informed about the complaint. The event has not caused any harm to the patient. No remedial actions were initiated at the time of this report.

Event description:
It was reported: "after successful pta of an isr in the a. Communis iliaca with a passeo-18 7/40 balloon, the physician wanted to withdraw the balloon through the fortress sheath. There was resistance at the distal end of the sheath; therefore, the balloon was again inflated and deflated properly (balloon was empty), but again resistance occurred and the whole system (balloon and sheath) was withdrawn. Cd rom record is available at hospital." There was no patient injury.